Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), uterine leiomyoma ("small interstitial myoma of 13 mms"), allergy to metals ("allergy to nickel / allergy to nickel, tin, mercury"), back pain ("violent back pain, terrible lower back pain, cold"), deep vein thrombosis ("right leg became blocked in the groin area"), pancreatitis ("suspected pancreatitis"), musculoskeletal disorder ("right leg completely blocked") and cerebral vasoconstriction ("cerebral vasoconstriction") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, menstruation increased (under mirena see linked case number (B)(4)), myomectomy on (B)(6) 2012 and endometrial ablation on (B)(6) 2012. Submucous mymoma and resistant menorrhagia/heavy menstruation occurred under mirena (see linked case (B)(4)). Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included uterine leiomyoma with mirena. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant) with mobility decreased, pancreatitis (seriousness criterion medically significant), musculoskeletal disorder (seriousness criterion medically significant), cerebral vasoconstriction (seriousness criterion medically significant), urinary tract infection ("numerous urinary tract infections/urinary tract infection"), headache ("headaches"), ear pain ("left earache"), toothache ("toothache with no cavities"), pain in extremity ("pain in left leg"), hypoaesthesia ("numbness in left leg"), muscular weakness ("no strength in left leg"), palpitations ("cardiac palpitations"), dyspnoea ("shortness of breath"), breast pain ("painful breasts"), dyspareunia ("pain on sexual intercourse"), restless legs syndrome ("at night, restless legs"), feeling hot ("heat in leg") and muscle contractions involuntary ("sudden muscle contractions in legs several times while sleeping"). On (B)(6) 2017, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) and myalgia ("disabling muscular pain on lower limbs"). The patient was treated with essure removal via laparoscopic hysterectomy on (B)(6) 2017. At the time of the report, the menorrhagia, uterine leiomyoma, allergy to metals, back pain, deep vein thrombosis, pancreatitis, musculoskeletal disorder, cerebral vasoconstriction, urinary tract infection, headache, ear pain, toothache, pain in extremity, hypoaesthesia, muscular weakness, palpitations, dyspnoea, breast pain, dyspareunia, restless legs syndrome, feeling hot, muscle contractions involuntary and myalgia outcome was unknown. The reporter provided no causality assessment for back pain, breast pain, cerebral vasoconstriction, deep vein thrombosis, dyspareunia, dyspnoea, feeling hot, menorrhagia, muscle contractions involuntary, muscular weakness, pain in extremity, palpitations, pancreatitis, restless legs syndrome, toothache, urinary tract infection and uterine leiomyoma with essure. The reporter considered allergy to metals, ear pain, headache, hypoaesthesia, musculoskeletal disorder and myalgia to be related to essure. The reporter commented: the patient experienced several adverse events related to essure according to her: headaches, disabling muscular pain on lower limbs leading the patient to walk with a crutch had no cause identified. Smear was normal. The patient highly wanted to perform hysterectomy with essure removal, it was performed on (B)(6) 2017 via celioscopy. Indication: fibromatous uterus, menometrorrhagia and tubal sterilization with essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: positive to nickel, tin, mercury. Hysteroscopy - on (B)(6) 2012: submucous myoma removed, endometrial ablation, mirena removed, essure inserted. Investigation - on (B)(6) 2017: no cause identified for headaches, disabling muscular pain on lower limbs leading patient to walk with a crutch. Smear cervix - on (B)(6) 2017: normal. Ultrasound doppler - on (B)(6) 2013: no result. Ultrasound pelvis - on (B)(6) 2017: small interstitial myoma of 13 mms. Essure implants in situ. Further company follow-up with the consumer, regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: attorney reported that hysteroscopy was performed on (B)(6) 2012 due to resistant menorrhagia, submucous myoma and heavy bleeding (under mirena - see linked case (B)(4)) and for tubal sterilization with essure. Test dates added: on (B)(6) 2017, blood test was performed for allergic test and was positive to nickel. Med. Letter (dated (B)(6) 2017) from physician: the patient experienced still menorrhagia. Pelvic ultrasound showed (new event:) small interstitial myoma of 13 mms. Essure implants were well placed. The patient experienced several adverse events related to essure according to her: headaches, disabling muscular pain on lower limbs leading the patient to walk with a crutch had no cause identified. Smear was normal. The patient highly wanted to perform hysterectomy with essure removal. On (B)(6) 2017, hysterectomy was performed via laparoscopy. Indication: fibromatous uterus, menometrorrhagia and tubal sterilization with essure removal (upgrade of menometrorrhagia to incident- prev: metal allergy only reason for essure removal). On (B)(6) 2017, blood test was performed for allergic test and was positive to nickel. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel / allergy to nickel, tin, mercury"), back pain ("violent back pain, terrible lower back pain, cold"), deep vein thrombosis ("right leg became blocked in the groin area"), pancreatitis ("suspected pancreatitis"), musculoskeletal disorder ("right leg completely blocked") and cerebral vasoconstriction ("cerebral vasoconstriction") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant) with mobility decreased, pancreatitis (seriousness criterion medically significant), musculoskeletal disorder (seriousness criterion medically significant), cerebral vasoconstriction (seriousness criterion medically significant), urinary tract infection ("numerous urinary tract infections/urinary tract infection"), headache ("headaches"), ear pain ("left earache"), toothache ("toothache with no cavities"), pain in extremity ("pain in left leg"), hypoaesthesia ("numbness in left leg"), muscular weakness ("no strength in left leg"), menorrhagia ("heavy menstrual bleeding"), palpitations ("cardiac palpitations"), dyspnoea ("shortness of breath"), breast pain ("painful breasts"), dyspareunia ("pain on sexual intercourse"), restless legs syndrome ("at night, restless legs"), feeling hot ("heat in leg") and muscle contractions involuntary ("sudden muscle contractions in legs several times while sleeping"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and myalgia ("disabling muscular pain on lower limbs"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, back pain, deep vein thrombosis, pancreatitis, musculoskeletal disorder, cerebral vasoconstriction, urinary tract infection, headache, ear pain, toothache, pain in extremity, hypoaesthesia, muscular weakness, menorrhagia, palpitations, dyspnoea, breast pain, dyspareunia, restless legs syndrome, feeling hot, muscle contractions involuntary and myalgia outcome was unknown. The reporter provided no causality assessment for back pain, breast pain, cerebral vasoconstriction, deep vein thrombosis, dyspareunia, dyspnoea, ear pain, feeling hot, hypoaesthesia, menorrhagia, muscle contractions involuntary, muscular weakness, musculoskeletal disorder, pain in extremity, palpitations, pancreatitis, restless legs syndrome, toothache and urinary tract infection with essure. The reporter considered allergy to metals, headache and myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound doppler - on (B)(6) 2013: no results provided. Further company follow-up with the consumer, regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case (B)(4) (MFR number 2951250-2019-00638) was a duplicate of this case. It included a new reporter (lawyer); consumer's demographic data; essure insertion date ((B)(6) 2012); essure removal date ((B)(6) 2017); and new adverse events (urinary tract infection, disabling muscular pain on lower limbs and allergy to nickel / allergy to nickel, tin, mercury). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.